Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The mtm2 was returned for failure analysis, and the reported failure (error 25521) was able to be reproduced during sine cycle. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer lost control of the left arm. The technical support engineer (tse) was unable to view logs. The system was faulted, and the customer was given the option to disable the left master tool manipulator (mtm). Also, earlier they were able to recover the fault. Later, the site confirmed the system faulted with 25521 for the left mtm. The customer was able to continue for ten minutes before the error occurred again. Therefore, the customer pulled a surgeon side console from another room and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: after changing the surgeon side console (ssc) the procedure was able to be completed robotically. There was roughly a 30-minute delay in procedure.